Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive and required excessive force to obtain a response during testing. It was observed that all button key contacts spring back intermittently when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past several weeks. She noted that the buttons intermittently click and spring back when pressed. The patient denied physical damage to the rubber keypad; denied exposing the pump to moisture; and stated that she wears the pump clipped to her pants or in a pocket.